Event description:
Customer reported the image directory is not working and image quality is poor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated circuit boards. System operates as intended.